Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: during investigation, the pump powered on and the display was not blank. The complaint of a blank display was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim with discolored text; the battery compartment threads were stripped and was the cap was unable to secure tightly to the pump, however, the battery cap was able to hold for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.